Event description:
It is reported that the device was implanted in 2007. Approximately 6 months post op, patient experienced pain. Upon examination and x-rays about 6 months later, and again in 2008, doctor reports lucency under the tibial component. Revision surgery has not occurred.

Manufacturer narrative:
This report will be amended when our investigation is complete.